Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer identifies devices but only the orange led lights up on the radiofrequency (rf) head. It was also noted that the programmer has a long boot up time and system errors had occurred in the past.

Event description:
It was reported, the programmer would not interrogate protecta xt devices. It was also reported, there was a system error. Technical services provided assistance but the issue did not get resolved. The programmer was returned for service. No patient complications were reported as a result of this event.